Manufacturer narrative:
Continuation of d11: product ID 3889 lot# serial# unknown implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889; serial# unknown; product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient had developed l5/s1 nerve root symptoms; sciatica like pain from buttock to calf on their left side, numbness and paraesthia in her calf and into the my lateral 4 toes on their left side. No trauma or falls were reported. The pain is relieved by sitting and moving but worsened by standing or lying down. The adverse effects remain even after the device was switched off. It was also noted that the x-ray reported to look okay of the lead and ipg. The patient will need a follow up appointment and a full body MRI was being considered. It was also noted that the device will need to be explanted. No further complications were reported or anticipated.